Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient reported that the signal loss happened around 2:00 am. The signal loss alert was enabled according to the patient, but she did not hear it during the night and was therefore not aware of the signal loss. When the patient woke up, she noted the signal loss but was already confused, feeling sick and dizzy because of the hyperglycemic event she was experiencing. She tried to take a blood glucose reading but is unsure if she managed to and what the reading would have been. She only remembers pressing to emergency button to call the ambulance which was around 11:00 am. The patient was taken to the hospital and the blood glucose reading was over 350 mg/dl. At the hospital the patient received treatment with intravenous fluids and insulin. The patient eventually recovered and was discharged on the same day around 7-8:00 pm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and found no damage. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.